Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working. The rse advised the customer to verify the connection from the touchscreen to the user interface (ui) board. The rse also advised the customer to check the connections between the ui board, and the power management (pm) board. The rse then recommended swapping the ui board for troubleshooting. If the problem is resolved, the touchscreen or ui board should be replaced. If the problem persisted, the central processing unit (cpu) should be replaced. The customer was provided with the part numbers for a replacement ui board. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.